Event description:
It was reported that revision surgery was performed due to pain and discomfort. Symptoms began in early 2010 and involved discomfort in the greater trochanteric area with greater trochanteric bursitis, increasing stiffness, heat, groin pain,wobbling and clicking. Intraoperatively, the surgeon found fluid communicating with the joint consistent with metal sensitivity.

Manufacturer narrative:
Chart sticks indicate this is an off-label implantation of a hemi-head with bhr cup, as this is not an FDA approved use of hemi-heads in the USA.